Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents for deployment issues. The investigation was unable to determine a cause for the reported deployment issues. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion located in the superficial femoral artery. A 6.0 x 100 mm absolute pro self-expanding stent (ses) partially deployed when the thumbwheel stopped rotating. A decision was made to open the handle of the thumbwheel to manually unsheath the stent. The ses was deployed in the target lesion. The procedure was successfully completed with two unspecified absolute pro stents. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.